Event description:
It was reported that the customer placed the hcu30 system into cleaning mode and after the cleaning mode was complete the system would give a constant alarm beep. (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Maquet field service confirmed the problem and replaced the operating panel. The device was tested to factory specifications, passed and was returned to service. The investigation is in process and a supplemental medwatch will be submitted when new information becomes available.